Manufacturer narrative:
The following devices were also listed in this report: unknown knee femoral component. Unknown knee stem. Unknown knee tibial baseplate. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
In reporting a revision which occurred (B)(6) 2017, it was further reported that patient's left knee has had a total of 3 revisions: (B)(6) 2015 (revision of primary), (B)(6) 2015 (revision 1) and (B)(6) 2017 (revision 2). Surgeon reported to rep that patient experiences chronic instability as a result of being morbidly obese.